Manufacturer narrative:
Correction: emdr data -FDA registration number - (B)(4), d3 (legal manufacturer), g1 (manufacturing site), d4 catalog#, d1 product long description, d4 gtin # to the correction statement. The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The received device after decontamination shows the presence of contamination due to dry blood on top of the compactor surface. No presence of any bio matter into the grooves is observed. However, the device is extensively used as evident by wear, scratches, discoloration, abrasion marks and faded laser markings for the inclination angle. Overall damage indicates frequent usage. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material manufacturing or design related problems were found during the investigation. Based on the investigation, the root cause of the event was determined to be related to wear issues. The device in question has experienced extensive usage over time, which contributed significantly to the problem as it was manufactured in 2015. A scope of improvement is in progress to prevent the recurrence of the event. If more information is provided, the case will be reassessed.

Event description:
Upon inspection of tray at warehouse, blood was found inside instrument.

Event description:
Upon inspection of tray at warehouse, blood was found inside instrument.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.